Event description:
Report received indicated catheter the tip separation. There were no anomalies noted after opening the packaging and product inspection. The device was prepped following the instruction for use (IFU). During preparation and flushing of the catheter it was noticed that tip had separated about 0.5 cm from the end (tip). The balloon catheter was not use in the patient and was changed for another catheter. The intended procedure was angioplasty to the carotid artery via femoral artery. The vessel was tortuous. This product has been returned for evaluation and testing, however the failure analysis report is not yet complete. Additional information will be sent within 30 days upon receipt.

Manufacturer narrative:
Ni